Manufacturer narrative:
H6 - device code: 1494: off-label use (safety and effectiveness of the lens has not been established in patients with keratoconus). Claim #(B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -3.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. Refractive change over time was observed. On (B)(6) 2023 the lens was exchanged for a spherical lens of the same size and lri was performed for astigmatism. This resolved the problem.